Event description:
According to the reporter: lap gastric bypass was the procedure. The tip of the lower jaw broke off and fell into the patient when cutting through the omentum. The tip was retrieved and another shears was used for the remainder of the case. Minimal delay to surgery and no adverse impact to pt was reported.

Manufacturer narrative:
MDR initial report submitted: 01/05/2009.